Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had scratches and cracks on the tips. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis.